Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between january 20, 2014 and january 21, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the devices bladder was ruptured. A microscopic inspection located markings on the exterior surface of the bladder near the rupture line. The cause of the rupture was found to be a manufacturing process issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that one intermate elastomeric device was observed with a ruptured reservoir. The customer stated that this event was noted during filling of the device with an unknown solution on an unknown date. The reporter stated that there was no patient involvement associated with this occurrence. No additional information was provided.